Event description:
This customer reported a pacer equipment malfunction and pads cable failure.

Manufacturer narrative:
(B)(4): this customer reported a pacer equipment malfunction and pads cable failure. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.